Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 27x2.4mm, eccentric, de novo target lesion was located in the moderately calcified left circumflex artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noted that the distal of the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.